Event description:
Notification received from the patient indicated that total hip arthroplasty was performed in 2005. Per the patient, revision was performed at an unknown facility in 2007, due to acetabular cup loosening and alleged metal debris. The patient's allegations are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. Date of event - 2007, exact date unknown. Expiry date - unknown as the product identification necessary to obtain manufacturing history was not provided. Date implanted - 2005, exact date unknown. Date explanted - 2007, exact date unknown. Manufacture date - unknown as the product identification necessary to obtain manufacturing history was not provided. This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2011-01105/01107) this report submitted (B)(4), 2011